Manufacturer narrative:
A ge service rep performed an on site investigation. The failure of saving and swapping images could not be duplicated. It was discovered that the footswitch had a damaged cable and it was repaired. All circuit boards and cables were made secure. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600+ could not save images and could not swap images from the left to the right monitor. There was no adverse pt involvement reported. There was not pt info reported